Manufacturer narrative:
Implant regio 14 fractured. Construction was a upper jaw prosthesis on 4 implants and locators. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant. Resubmitted due to submission error.

Event description:
Implant fracture.